Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited ventricular oversensing causing false detection of tachycardia episodes. It was further reported that the device had been cleared however the data was not cleared. The icm remains in use. No patient complications have been reported as a result of this event.